Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was unknown. Customer states approximate size of air bubble was 1 centimeter in tubing and reservoir. Customer states air bubbles notice from last 2 months. Customer states allowed for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.